Event description:
The customer reported via phone call that they had high blood glucose levels of 400 mg/dl. The customer stated that she had experienced six to seven sensors that did not work. The customer reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer recorded a sensor glucose reading of 190 mg/dl when their actual blood glucose level was 400 mg/dl. While troubleshooting, the customer was advised that the sensor glucose and blood glucose difference was not within an acceptable range. The customer was advised that a replacement sensor would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.